Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this dextrus right ventricular lead was not providing pacing therapy due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the helix were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.